Manufacturer narrative:
Device evaluation summary: one of the direct current (dc)-dc printed circuit board was returned to medtronic for further analysis. The returned board was observed to have a blown c83 capacitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the direct current (dc) to dc converter printed circuit board assembly (pcba) and the graphical user interface (gui) central processing unit (cpu) was also replaced. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, a 980 ventilator generated a ventilator inoperative alarm. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. After the patient was removed from the ventilator it was reported that smoke began to come out of the ventilator.